Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, damaged cable or wires exposed) was confirmed due to the electrode belt's j704 connector being broken off from the distribution node pca board. Upon investigation, the electrode belt was unable to complete an ECG fall-off test. The root cause for the damaged cable was unable to be positively identified. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and the electrode belt's cable was damaged.